Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The procedure was completed with a percutaneous cutting balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.